Manufacturer narrative:
The lead was disposed of and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker dependent patient had been experiencing dizziness and temporary loss of responsiveness due to loss of capture. A lead fracture was suspected and therefore, testing was performed during an elective device upgrade procedure. The fracture was confirmed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.